Manufacturer narrative:
Unit was programmed with correct time and date. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, selftest, unexpected alarm error test and displacement test. Unit was monitored for 2 days and no time anomalies were noted. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the insulin pump's time was behind by two hours. Customer's blood glucose reading at the time of the incident was not included in the report. Product is expected to return.